Event description:
Patient contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the display of the homechoice machine during their automated peritoneal dialysisi therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set for an unknown reason. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.